Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The implant date, expiration date, manufacture date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal surgery due to erosion in the urethra. The components were explanted at a previous date. A new aus system was implanted. No patient complications were reported.